Manufacturer narrative:
For our country. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra-op, when an attempt was made to fix the lower arm in the second intervertebral disc space, the handle moved only slightly. There was no problem during l3/4 olif, but the flexible arm could not be fixed when the procedure was performed at l4/5. Therefore, the flexible arm was replaced with another one. Therefore, another set of rigid flexible arm was immediately replaced. The operation was finished without problems. There was no delay in overall procedure time. The product came in contact with the patient. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will no longer thread in or out. The handle appears to be jammed inside the loosening/tightening mechanism inside the joint/knuckle of the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.